Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to charging issues. The explanted ipg was discarded by the medical facility. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Sc-1200 sn: (B)(6). The returned ipg was successfully recharged within a four-hour cycle, and analysis of the device data logs didn't reveal any anomalies related to premature battery depletion. However, a review of the charging log revealed two issues that have contributed to the inability to charge or longer charging time than expected: possible misalignment of the charger with the ipg causing lower than expected charge current, and possible misalignment or poor ventilation causing the charging process to stop once a temperature limit is reached. These factors are known to contribute to charging difficulty when users don't follow the instructions for use (IFU). The allegation that "the patient was having difficulty charging the ipg" has been confirmed. The testing of the ipg did not reveal any anomalies. However, a review of the data logs found that the user may not have followed the proper instructions to charge the ipg. Therefore, this investigation is assigned a probable cause of failure to follow instructions.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to charging issues. The explanted ipg was discarded by the medical facility. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to charging issues. The explanted ipg was discarded by the medical facility.